Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial/lot #: (B)(4), ubd: 31-jan-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient had experienced pain, inflammation, discharge, and erosion of the tissue causing exposure of the ins at the pocket. The ins and extensions were explanted and the patient was treated with antibiotics. It was noted the extensions were cut with scissors approximately 5 cm from the lead- extension connection. No environmental/external/patient factors were reported to have contributed. The issue was not reported to be resolved at the time of the report. No further complications were reported or anticipated with this event.